Manufacturer narrative:
Our investigation has confirmed the customer report with clarification. We confirmed the soft reset at cold start when pressing the wave 2 soft key within a few seconds of the power up sequence on rare occasions. The customer did confirm that the wave 2 soft key was pressed twice when the signal was being acquired. It was concluded the identified anomaly presents with low risk as it only occurs during power up (cold start) under specific circumstances and recovers within a few seconds without user intervention. The device was receritified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch 1220908-2017-00635 for a similar report with this device.